Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the communication issue occurred by the fact that the patient had performed interrogation with one side ins first, and then had successively done with another side ins without turning off the mystim once. The patient was explained proper operation procedure and understood it. The reported issue was therefore not a failure event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the programmer failed to communicate with one of the patient's implants, but communicated normally/without issues with the other. It was noted that there might not be an anomaly of the programmer as the device would not communicate with the implant even after being restarted, causing "irreconcilable differences" that led them to believe the implant to be the issue. The patient has an outpatient visit around (B)(6) 2018 and the status of the implant will be checked by a medical engineer at that time. The issue was unresolved at the time of the report. There were no related patient symptoms and no further complications are anticipated.

Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that a replacement of the implant is planned in order to resolve the communication issue. The cause of the event was undetermined. There were also no related symptoms reported, with no further complications anticipated.